Event description:
It was reported that during a sectomy procedure, a loud crunch was heard, and then the device locked out on the first firing. A second device was opened and the same thing occurred. The procedure was completed with a third device. There was no patient consequence.

Manufacturer narrative:
Damaged clamping mechanism. Evaluation summary: the analysis results found that device a was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test was performed due to the condition of the device, however, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The analysis results found that device b was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test was performed due to the condition of the device, however, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least 100% inspection takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process. Batch # = d5hv0w for device b. Mfg date: 04/12/2007; exp date: 03/12/2012.